Manufacturer narrative:
This event concerns a device that was manufactured and used outside the us.

Event description:
Reportedly, during the implant procedure of the ICD involved in this MDR report, the physician observed a detachment of the atrial proximal connection spring during the de-connection of the atrial lead due to a very low impedance value [<200 ohms]. The physician decided to replace the ICD (that returned for analysis) solving the problem.